Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001822565-2019-01601. This event is not reportable.

Event description:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001822565-2019-01601. This event is not reportable.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem extension catalog # 00598801018, lot # 61184543. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920 - 2019 - 00286.

Event description:
It was reported that the device fractured. Attempt for further information has been made, but no further information has been provided.